Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 11-jul-2019 who reported they had moved to a different state and the patient could not find a physician to refill their pump. Per the patient if she didn¿t find a physician she would have to have the pump removed. Per the patient the pump low reservoir alarmed on (B)(6) 2019 and two weeks later the pump went empty. The patient went through withdrawals and went to the hospital. The patient requested physician listings. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pump ran out of medication about 10 days ago, relative to (B)(6) 2019, and the pump was alarming every 15 minutes. The patient was out of her home state and would not be able to see her health care professional (hcp) until (B)(6). She cannot get her pump filled in the state where she was because the doctors there were not willing to take her insurance or have her pay cash for the refill. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient's pump was alarming 6-9 months ago due to empty reservoir. Discussed confirming the pump alarm with a clinician programmer. No symptoms were reported. No further complications were reported.